Event description:
Subject experienced hypotension and chest pain while undergoing apheresis. Prior administration of "ace" inhibitor thought to be responsible. Acute myocardial infarct was ruled out with enzymes. Intravenous saline administered, and pt transferred to "ccv".